Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01715. It was reported that the patient experienced lead migration of the right lead causing ineffective stimulation. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the migrated lead was repositioned back to optimal placement. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated, therefore both leads are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.